Manufacturer narrative:
B5: DESCRIBE EVENT OR PROBLEM - UPDATED.

Event description:
IT WAS REPORTED THAT PATIENT PASSED AWAY. DURING AN ATRIAL FIBRILLATION ABLATION PROCEDURE, AN ANATOMICAL MAP WAS FIRST CREATED USING THE ORION ANATOMY SYSTEM FOLLOWING THE BROCKENBROUGH TRANSSEPTAL PUNCTURE. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS USED FOR THE TRANSSEPTAL PUNCTURE. THE WORKFLOW WAS THEN TRANSITIONED TO FARAWAVE, AND BIAS/CONTACT SENSING CALIBRATION OF THE FARAWAVE FLOWER CATHETER WAS PERFORMED. BEFORE ANY ENERGY DELIVERY, THE PATIENT DEVELOPED ST SEGMENT ELEVATION, AND CORONARY ANGIOGRAM (CAG) WAS PERFORMED. THE PATIENT EXPERIENCED VENTRICULAR FIBRILLATION/VENTRICULAR TACHYCARDIA, AND CHEST COMPRESSIONS AND DIRECT CURRENT CARDIOVERSION WERE PERFORMED MULTIPLE TIMES. THE PATIENT VOMITED BLOOD DURING CHEST COMPRESSIONS. DUE TO THE CHAOTIC CONDITIONS IN THE CATHETERIZATION LAB, FLUOROSCOPY WAS MONITORED FROM OUTSIDE THE ROOM. CAG REVEALED A CORONARY ARTERY RUPTURE AND THE PRESENCE OF A LARGE VOLUME OF AIR WITHIN THE LEFT ATRIUM AND RIGHT VENTRICLE. ST ELEVATION PERSISTED, AND ATTEMPTS WERE MADE TO REMOVE THE AIR, HOWEVER, THE PROCEDURE WAS TERMINATED WHEN THE PATIENT WAS TAKEN OUT OF THE ROOM TO UNDERGO A LEFT ATRIAL CONTRAST CT SCAN. FOLLOWING THE EVENT, THE PHYSICIAN INITIALLY CONSIDERED THE POSSIBILITY OF PULMONARY VEIN (PV) INJURY WITH POTENTIAL LUNG INVOLVEMENT. HOWEVER, UPON LATER REVIEW, THE PHYSICIAN BELIEVED THE FINDINGS WERE MORE CONSISTENT WITH COMMUNICATION WITH THE AIRWAY, RATHER THAN THE LUNG ITSELF. THE VCC WIRE OR THE FARAWAVE STARTER WIRE WAS SUSPECTED AS THE POTENTIAL CAUSE, ALTHOUGH DETAILS REGARDING DEVICE HANDLING OR MANIPULATION AT THE TIME OF THE EVENT ARE UNKNOWN. THE SUSPECTED SITE OF INJURY WAS THE LEFT SUPERIOR PULMONARY VEIN (LSPV), THOUGH THIS COULD NOT BE DEFINITIVELY CONFIRMED. THE PATIENT WAS PRESUMED TO BE IN THE INTENSIVE CARE UNIT, HOWEVER, THEIR CURRENT CLINICAL CONDITION WAS UNKNOWN, BUT IT WAS LATER REPORTED THAT THE PATIENT HAD PASSED AWAY. NO OBVIOUS INJURY WAS VISUALLY CONFIRMED DURING THE AUTOPSY. ACCORDING TO THE PHYSICIAN HYPOTHESIS, THE VCC WIRE MAY HAVE MIGRATED INTO A DISTAL BRANCH OF THE LSPV, CAUSING A PERFORATION AND CREATING A CONNECTION WITH THE BRONCHUS, WHICH COULD HAVE ALLOWED AIR TO ENTER THE CARDIAC CHAMBERS. BECAUSE THIS TIMING CORRESPONDED TO A PHASE INVOLVING WIRE AND CATHETER MANIPULATION RATHER THAN ENERGY APPLICATION, THE PHYSICIAN CONSIDERED THE VCC WIRE THE MOST PLAUSIBLE SOURCE OF INJURY. NO SPECIFIC ABNORMALITIES IN FLUOROSCOPIC APPEARANCE OR DEVICE OPERATION WERE REPORTED. IT IS ALSO SUGGESTED THAT ACUTE INTRAPROCEDURAL EVENTS, INCLUDING ST ELEVATION AND AIR INGRESS, MAY HAVE CONTRIBUTED TO THE ONSET OF THE ARRHYTHMIA. ADDITIONAL INFORMATION REVEALED NO CORONARY ARTERY INJURY WAS CONFIRMED UPON REVIEW. THE INITIAL REPORT REFLECTED THE PHYSICIAN EARLY CONSIDERATION OF A POTENTIAL CORONARY ARTERY INJURY AS A CAUSE OF THE OBSERVED ST ELEVATION, RATHER THAN A VERIFIED FINDING. THE PHYSICIAN CURRENT ASSESSMENT INDICATES THAT THE EVENT MAY INSTEAD HAVE RESULTED FROM INJURY TO A DISTAL BRANCH OF THE PULMONARY VEIN CAUSED BY THE WIRE, WHICH COULD HAVE LED TO BRONCHIAL INVOLVEMENT, AIR ENTRY, ST ELEVATION, AND SUBSEQUENT VT. BOTH THE SUSPECTED CORONARY ARTERY INJURY AND THE POTENTIAL DISTAL PULMONARY VEIN INJURY REMAIN UNCONFIRMED PHYSICIAN HYPOTHESES. FINAL PATHOLOGY RESULTS ARE PENDING, AND IT IS UNCERTAIN WHETHER DETAILED INFORMATION WILL BE AVAILABLE ONCE RESULTS ARE RECEIVED.

Event description:
It was reported that patient passed away. During an atrial fibrillation ablation procedure, an anatomical map was first created using the Orion Anatomy system following the Brockenbrough transseptal puncture. Intracardiac echocardiography (ICE) was used for the transseptal puncture. The workflow was then transitioned to FARAWAVE, and bias/contact sensing calibration of the FARAWAVE flower catheter was performed. Before any energy delivery, the patient developed ST segment elevation, and coronary angiogram (CAG) was performed. The patient experienced ventricular fibrillation/ventricular tachycardia, and chest compressions and direct current cardioversion were performed multiple times. The patient vomited blood during chest compressions. Due to the chaotic conditions in the catheterization lab, fluoroscopy was monitored from outside the room. CAG revealed a coronary artery rupture and the presence of a large volume of air within the left atrium and right ventricle. ST elevation persisted, and attempts were made to remove the air, however, the procedure was terminated when the patient was taken out of the room to undergo a left atrial contrast CT scan. Following the event, the physician initially considered the possibility of pulmonary vein (PV) injury with potential lung involvement. However, upon later review, the physician believed the findings were more consistent with communication with the airway, rather than the lung itself. The VCC wire or the FARAWAVE starter wire was suspected as the potential cause, although details regarding device handling or manipulation at the time of the event are unknown. The suspected site of injury was the left superior pulmonary vein (LSPV), though this could not be definitively confirmed. The patient was presumed to be in the intensive care unit, however, their current clinical condition was unknown, but it was later reported that the patient had passed away. No obvious injury was visually confirmed during the autopsy.According to the physician hypothesis, the VCC wire may have migrated into a distal branch of the LSPV, causing a perforation and creating a connection with the bronchus, which could have allowed air to enter the cardiac chambers. Because this timing corresponded to a phase involving wire and catheter manipulation rather than energy application, the physician considered the VCC wire the most plausible source of injury. No specific abnormalities in fluoroscopic appearance or device operation were reported. It is also suggested that acute intraprocedural events, including ST elevation and air ingress, may have contributed to the onset of the arrhythmia.Additional information revealed no coronary artery injury was confirmed upon review. The initial report reflected the physician early consideration of a potential coronary artery injury as a cause of the observed ST elevation, rather than a verified finding. The physician current assessment indicates that the event may instead have resulted from injury to a distal branch of the pulmonary vein caused by the wire, which could have led to bronchial involvement, air entry, ST elevation, and subsequent VT. Both the suspected coronary artery injury and the potential distal pulmonary vein injury remain unconfirmed physician hypotheses. Final pathology results are pending, and it is uncertain whether detailed information will be available once results are received.

Event description:
IT WAS REPORTED THAT PATIENT PASSED AWAY. DURING AN ATRIAL FIBRILLATION ABLATION PROCEDURE, AN ANATOMICAL MAP WAS FIRST CREATED USING THE ORION ANATOMY SYSTEM FOLLOWING THE BROCKENBROUGH TRANSSEPTAL PUNCTURE. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS USED FOR THE TRANSSEPTAL PUNCTURE. THE WORKFLOW WAS THEN TRANSITIONED TO FARAWAVE, AND BIAS/CONTACT SENSING CALIBRATION OF THE FARAWAVE FLOWER CATHETER WAS PERFORMED. BEFORE ANY ENERGY DELIVERY, THE PATIENT DEVELOPED ST SEGMENT ELEVATION, AND CORONARY ANGIOGRAM (CAG) WAS PERFORMED. THE PATIENT EXPERIENCED VENTRICULAR FIBRILLATION/VENTRICULAR TACHYCARDIA, AND CHEST COMPRESSIONS AND DIRECT CURRENT CARDIOVERSION WERE PERFORMED MULTIPLE TIMES. THE PATIENT VOMITED BLOOD DURING CHEST COMPRESSIONS. DUE TO THE CHAOTIC CONDITIONS IN THE CATHETERIZATION LAB, FLUOROSCOPY WAS MONITORED FROM OUTSIDE THE ROOM. CAG REVEALED A CORONARY ARTERY RUPTURE AND THE PRESENCE OF A LARGE VOLUME OF AIR WITHIN THE LEFT ATRIUM AND RIGHT VENTRICLE. ST ELEVATION PERSISTED, AND ATTEMPTS WERE MADE TO REMOVE THE AIR, HOWEVER, THE PROCEDURE WAS TERMINATED WHEN THE PATIENT WAS TAKEN OUT OF THE ROOM TO UNDERGO A LEFT ATRIAL CONTRAST CT SCAN. FOLLOWING THE EVENT, THE PHYSICIAN INITIALLY CONSIDERED THE POSSIBILITY OF PULMONARY VEIN (PV) INJURY WITH POTENTIAL LUNG INVOLVEMENT. HOWEVER, UPON LATER REVIEW, THE PHYSICIAN BELIEVED THE FINDINGS WERE MORE CONSISTENT WITH COMMUNICATION WITH THE AIRWAY, RATHER THAN THE LUNG ITSELF. THE VCC WIRE OR THE FARAWAVE STARTER WIRE WAS SUSPECTED AS THE POTENTIAL CAUSE, ALTHOUGH DETAILS REGARDING DEVICE HANDLING OR MANIPULATION AT THE TIME OF THE EVENT ARE UNKNOWN. THE SUSPECTED SITE OF INJURY WAS THE LEFT SUPERIOR PULMONARY VEIN (LSPV), THOUGH THIS COULD NOT BE DEFINITIVELY CONFIRMED. THE PATIENT WAS PRESUMED TO BE IN THE INTENSIVE CARE UNIT; HOWEVER, THEIR CURRENT CLINICAL CONDITION WAS UNKNOWN, BUT IT WAS LATER REPORTED THAT THE PATIENT HAD PASSED AWAY. NO OBVIOUS INJURY WAS VISUALLY CONFIRMED DURING THE AUTOPSY. ACCORDING TO THE PHYSICIAN HYPOTHESIS, THE VCC WIRE MAY HAVE MIGRATED INTO A DISTAL BRANCH OF THE LSPV, CAUSING A PERFORATION AND CREATING A CONNECTION WITH THE BRONCHUS, WHICH COULD HAVE ALLOWED AIR TO ENTER THE CARDIAC CHAMBERS. BECAUSE THIS TIMING CORRESPONDED TO A PHASE INVOLVING WIRE AND CATHETER MANIPULATION RATHER THAN ENERGY APPLICATION, THE PHYSICIAN CONSIDERED THE VCC WIRE THE MOST PLAUSIBLE SOURCE OF INJURY. NO SPECIFIC ABNORMALITIES IN FLUOROSCOPIC APPEARANCE OR DEVICE OPERATION WERE REPORTED. IT IS ALSO SUGGESTED THAT ACUTE INTRAPROCEDURAL EVENTS, INCLUDING ST ELEVATION AND AIR INGRESS, MAY HAVE CONTRIBUTED TO THE ONSET OF THE ARRHYTHMIA.

Manufacturer narrative:
Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observations resulting in patient death. The investigation findings did not identify any device-related malfunction, deficiency, or condition that could have caused or contributed to the issue reported during the procedure.Device history Record review:The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.Device Technical Analysis:It was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, No Electrical problems were detected. The device was recognized by opal system and showed no evidence of issues.Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use.Risk Review: A risk review performed for the IntellaMap Orion Catheter device confirmed that the event of Air Embolism, ST Segment Elevation, Ventricular Tachycardia, Ventricular Fibrillation, Vomiting, Hemorrhage, Death, Resuscitation, Unexpected Medical Intervention, Unexpected Diagnostic Intervention, Cancelled/Rescheduled - Post Sedation/Sedation Unknown, Perforation, Arrhythmia are a known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the IntellaMap Orion Catheter device is acceptable.Investigation Conclusion:Based on the information provided, the reported event included ST segment elevation, ventricular tachycardia/ventricular fibrillation, suspected air embolism, vomiting, hemorrhage, resuscitation measures, unexpected medical and diagnostic interventions, procedure termination, suspected perforation, arrhythmia, and death. These clinical complications are consistent with known potential adverse events associated with electrophysiology mapping and interventional procedures as described in the applicable Instructions for Use (IFU). Per the IFU, such adverse events may occur with varying severity and, in rare cases, may result in serious injury or death. These risks are considered within the product risk management process and are reflected in the labeling to support an acceptable risk-benefit profile. Although procedural factors and device components (e.g., guidewires) were considered in physician hypotheses, no definitive evidence is available to confirm a specific device-related failure mode or mechanism of injury. Additionally, autopsy findings did not confirm a conclusive cause, and pathology results remain inconclusive or pending. Given the lack of objective evidence establishing a direct causal relationship between the device and the reported outcome, and considering the complexity of the procedure and limited information regarding device handling at the time of the event, the root cause cannot be determined.